Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse was in the process of inserting a 14fr foley catheter. After visualizing urine return in the drainage tube portion of the catheter. The nurse began to fill the balloon portion. An obvious leak was noted just past the sampling port. A new catheter was obtained, and the damaged catheter was removed and foley insertion was completed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure could be due to wrong product size selected. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse was in the process of inserting a 14fr foley catheter. After visualizing urine return in the drainage tube portion of the catheter. The nurse began to fill the balloon portion. An obvious leak was noted just past the sampling port. A new catheter was obtained, and the damaged catheter was removed and foley insertion was completed. Per follow up information received via mail attachment on (B)(6) 2025, it was reported by the customer stated this occurred with a few different lots. They did not have the numbers currently, but customer did provide couple of lot numbers to their reps when they came out. Second insertion of catheter type of medical intervention was provided. The device was not repaired.